Event description:
Additional product analysis was performed. The dut was opened to monitor the current consumption and was programmed to historical settings 3.00ma, 20hz, 250us, 30sec on, 3.0min off, with a 2k ohm load and placed in a temperature chamber set to 37c. The standby current was monitored for 14 days and no increase in current consumption was observed. A comprehensive automated pcba electrical evaluation was performed and no anomalies were seen, and the device performed according to functional specification.

Event description:
Internal generator data was received and reviewed. It's unknown if electrocautery was used during replacement surgery.

Event description:
Additional internal generator data was received and reviewed. Product analysis was completed on the suspect device. An interrogation (therapy disabled), system diagnostic (therapy enabled), and a comprehensive electrical evaluation (shows an ifi=no condition) were performed. The data download showed that a reboot occurred on (B)(6) 2024, which correlates to the explant date. Burn marks were seen on the generator case, indicating that the generator may have been exposed to electrocautery during explant, contributing to the reset. Other than the noted events, there were no performance or other adverse conditions found with the generator.

Event description:
It was reported that the generator reached 0-8% within 2 years of implant and the patient underwent a battery replacement. The generator has been received for product analysis. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.